Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample and three (3) photos were submitted to the manufacturer for evaluation. Through visual examination, it was observed that the capillary was pierced by the cannula. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The assembly process was reviewed the process cards shows no abnormality for the complaint batch. A pierced capillary does not appear to be attributed to the manufacturing process as the defect is able to be detected and rejected by the in-line vision system. Damages induced after assembly process is not possible since the catheter had been protected with a protective cap. This defect is likely due to cannula reinsertion during cannulation. Therefore, the complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "rn placed #22-gauge introcan IV in patient's right ac. IV started" [please note that this was a web submission and the complaint description was cut off] "1. The complaint description mentions a picture, but no picture was provided. Can the picture of the issue be provided? 2. Can you please provide additional information regarding the nature of the incident? Preop rn was attempting to start IV. Unsuccessful IV start. When preop rn removed IV with needle, preop rn noticed that the catheter was bent/broken. Preop rn kept supply and materials management made aware. 3 was there any patient involvement or harm? If so, were any medical interventions necessary? Patient had to be stuck again for an IV. No other harm was noted."